Manufacturer narrative:
Health professional was approximated to yes as the initial reporter's name and occupation are unknown but the event was reported to have occurred at a health care facility. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but was hard to release from the catheter to deploy. Reportedly, the device was manipulated and the catheter was wiggled, and the clip eventually released and deployed onto tissue. The procedure was completed at this time. It was noted that the control wire in the handle was broken and no resistance was felt. There were no patient complications reported as a result of this event.